Event description:
While using a reprocessed harmonic device, it stopped working during the case. We needed to shut the machine off and tighten the device again. Later during the case, while in the doctor's hand, it became activated. The doctor was not pressing the handle. It also became warm in his hand. It was replaced with a new item using the same cord and machine. Machine and cord were checked after case and no problems were found.